Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Chest x-ray revealed that the right ventricular and right atrial leads had dislodged. On (B)(6) 2018, the right atrial lead was explanted. The right ventricular lead was repositioned in the atrium and a new right ventricular lead was implanted. Patient was stable.